Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen multi-stage femoral venous cannula, it was reported that the customer was called to cannulate a patient for ECMO (extracorporeal membrane oxygenation). When they went to connect the cannula to the ECMO circuit tubing (the cannula was on their right hand and the cut tubing on the left), they noticed that the connector glued to the cannula was cracked. The arterial cannula was already connected to the ECMO circuit tubing. The patient's heart rate was in the 200s, and they were profoundly hypotensive (and not intubated). The customer proceeded to make the connection since it was an emergent situation. The crack was covered by the tubing, and it was reported to the perfusionist the second the connection was made. No bubble alarm was triggered. This information had been relied on to the ECMO specialist taking care of the patient and to the perfusionist who accompanied the patient later that day to the or (operating room) as well as the ECMO coordinator and the unit manager. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the connector. The hemostasis cap was not returned. Reason for the return was confirmed. Update to h6: annex b, annex c and annex d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the customer observed a small white line on the connector that's on the cannula as they were connecting it to the circuit tubing. The patient was cannulated in the ICU and was only on extracorporeal membrane oxygenation (ECMO) for a couple days. The crack did not affect the patient¿s status and there were no issues with the ECMO run related to the crack. The customer is unsure if it came out of the packaging this way or not. The cannula was not heated or cooled prior to use. A leak was not observed. The cannula did not cause the patient to be hypotensive with a high heart rate. 2.3 date of event: this information was added. D1. Brand name, d4 model# d4.1 catalog#: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.